Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube and cracked battery tube threads.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 86 mg/dl. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.